Event description:
The manufacturer received a voluntary medwatch, (B)(4), that stated the patient allegedly was smoking a cigarette while an oxygen concentrator was in use. The patient received second degree burns to her thighs. The patient was given medicated cream for the burns. The device is not returning to the manufacturer for evaluation. The reporting durable medical equipment (dme) supplier stated there was no damage to the device. The device was placed back into service and is being used by a patient.